Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is getting extremely hot, recharger cord and paddle getting extremely hot and not registering anything when trying to charge the implanted neurostimulator since last week. Patient stated they have been without the therapy for 3 days. Agent asked patient to inspect the recharging antenna for damage and patient said there is no visible damage. The issue was not resolved. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
H3: product ID 97755-svc; serial# (B)(6). Product type: recharger was returned and the analysis shows that found no issues with rtm finding ins. No were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger analysis of the [recharger ], model [97755 ], s/n [(B)(6) ] found electrical failure - no device found message. Failed all bench tests and never got hot. Record the two values the number high (00) the number low (00). Pli 30 - product ID 97755-svc lot# serial# (B)(6) product type recharger was also reported with same re charger heating allegation and d14, c20, b17 and g02003 were applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. The patient got the new recharger and it has the same issue. Agent sent a request to repair the recharger.